Manufacturer narrative:
H11: b5: philips received a complaint by the customer on the v60 indicating that the device was presented with a blower stalled message and a proximal pressure sensor failure. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. H10: the customer stated that the device was presented with a proximal pressure sensor failure and a blower stalled error. The customer replaced the data acquisition (da) to motor controller (mc) cable and the proximal pressure sensor failure stopped alarming but the blower stalled error message persisted. The rse suggested that the customer replaced the blower assembly to correct the issue. The customer requested the part but, per the attached gfe, the part never arrived because the customer never sent the part order. The technician stated that they would request a hard copy from the customer and re-send the order.

Manufacturer narrative:
Per a good faith effort the customer opted to order the blower assembly and wait for the part to be delivered. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered blower assembly aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was presented with a blower stalled message. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Investigation ongoing.